Event description:
A 22 mm diametr x 13 mm diametr x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt fro endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. The aortic neck was severely angulated. It was reported that during the initial implant the device was placed slightly low. On follow-up examination, it was found that the stent graft had migrated distally due to the angulation of the aortic neck. Two aortic cuffs were used to repair the migration in 2004. No additional clinical sequelae were reported and the pt is fine.